Event description:
Information was received indicating that a smiths medical cadd administration set was difficult to fill and had a high residual (6%) remains in the bag even though the pump indicated that reservoir was empty. No adverse effects were reported.